Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had turned off without alert. The customer's blood glucose level was unknown. Troubleshooting was performed. User declined low battery alert and informed that he was not using a previously used battery. The insulin pump was not bumped or dropped, and user declined signs of physical damage. Customer used battery energizer. The alarm history showed a battery out limit alert. The insulin pump will be returned for analysis.